Event description:
It was further reported that the target lesion was 75% stenosed. There were no issues noted during deployment of the stent. The stent was deployed 70% initially and at procedure end was deployed 90%. The xxl balloon was inflated once to 5atms. When the balloon detached it was 'stacked in the stent body'.

Manufacturer narrative:
Device evaluated by MFR: device analysis revealed the device was received in two sections as a result of a shaft break. The entire balloon section of the device had detached at the proximal bond area. The area where the break occurred was stretched. The balloon was folded and wrapped around the shaft of the device. There were traces of dried blood present inside the balloon material. A kink was also noted 450mm distal to the strain relief. The tip inside the balloon was flattened and damaged. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR#: 2134265-2010-05412. It was reported that during a stenting treatment procedure, deflation difficulties were encountered and the balloon detached from the catheter. The stenosed target lesion was located in a subclavian vein. A 12 x 60mm x 160cm wallstent-uni endoprosthesis stent system was advanced and the stent was deployed. The stent was not adequately expanded and required post-dilatation. The 14-4/5.8/75 xxl balloon catheter was advanced and after an unspecified inflation, the xxl balloon did not fully deflate and became detached from the shaft. The balloon was punctured to fully deflate it and was then removed from inside the wallstent using a handmade snare. The procedure was not completed and the wallstent remains inadequately expanded in the lesion. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).